Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 66 year-old male patient undergoing protected percutaneous coronary intervention (ppci). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support, as well as an intra-aortic balloon pump prior to impella insertion. During support, a rapid increase in motor current was observed, followed by an unexpected pump stop. Additional contributing factors included reported false activated clotting time (act) readings and catheter contact with the pump motor. Due to the pump stop event, the impella cp device was removed and exchanged for a second impella cp device without any observed impact on the patient¿s hemodynamic status. The replacement device was successfully implanted and functioned as intended. While on support, the impella cp device was operating at performance level 9 with expected flows of 3.5 liters per minute. The purge solution consisted of dextrose 5% in water with 25 meq/l sodium bicarbonate.

Manufacturer narrative:
The device is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.